Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report would be updated at that time.

Event description:
It was reported that this right ventricular (rv) lead dislodged one day of being implanted, the lead was successfully repositioned. Patient also complained of pain as the side. Four days after repositioning procedure this lead was explanted. No additional adverse patient effects.